Event description:
The customer reported that the device would not power up due to a broken pin on the battery pca. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not power up due to a broken pin on the battery pca. There was no report of pt involvement. The hosp biomed reported that replacing the battery pca resolved the failure. The device passed testing and has been back in use with no further issues reported.